Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is in the international list number that was involved in the reported event, which is comparable to the domestic list number 11878. The domestic list number has a common device name of 80fpa and has a 510k of k810317. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, a leak of solution was noted. There were no reported adverse patient effects and no delays in therapy critical for this patient. No medical interventions were required. Though requested, no additional information was provided.